Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in a 36-year-old female patient who had essure (batch no. 678816 ,12407573) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included lisinopril and paracetamol (tylenol regular). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2013, the patient was found to have weight increased ("weight gain/ loss specify which one: lost 31 pounds"). In 2015, the patient experienced migraine ("migraines / headaches") and hypertension ("blood or heart disorder/condition type: high blood pressure,"). In 2017, the patient experienced visual impairment ("vision/eye problems type: need to wear glasses now"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), nausea ("nausea"), pelvic pain ("pain"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("low back pain"), headache ("headache") and complication of device insertion ("one of the essure coils had to be redone"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy bilateral salpingectomy right oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, visual impairment, bladder disorder and complication of device insertion outcome was unknown, the hypertension, pelvic pain, arthralgia and headache had resolved, the weight increased and alopecia was resolving and the back pain had not resolved. The reporter considered alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, cystitis, fallopian tube perforation, female sexual dysfunction, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight 236 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion the letter stated that both tube were blocked and I no longer required birth control. Lot number: 12407573 manufacture date: 2009-07 expiration date: 2012-06 lot number: 678816 manufacture date: 2009-10 expiration date: 2012-10 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in a (B)(6) year old female patient who had essure (batch no. 678816 (r), 12407573 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included lisinopril and paracetamol (tylenol regular). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2013, the patient was found to have weight increased ("weight gain/ loss specify which one: lost 31 pounds"). In 2015, the patient experienced migraine ("migraines / headaches") and hypertension ("blood or heart disorder/condition type: high blood pressure,"). In 2017, the patient experienced visual impairment ("vision/eye problems type: need to wear glasses now"). On (B)(6) 2019, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), nausea ("nausea"), pelvic pain ("pain"), alopecia ("hair loss"), arthralgia ("hip pain"), back pain ("low back pain"), headache ("headache") and complication of device insertion ("one of the essure coils had to be redone"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy bilateral salpingectomy right oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, nausea, visual impairment, bladder disorder and complication of device insertion outcome was unknown, the hypertension, pelvic pain, arthralgia and headache had resolved, the weight increased and alopecia was resolving and the back pain had not resolved. The reporter considered alopecia, arthralgia, back pain, bladder disorder, complication of device insertion, cystitis, fallopian tube perforation, female sexual dysfunction, headache, hypertension, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram on (B)(6) 2010: total bilateral occlusion. The letter stated that both tube were blocked and I no longer required birth control. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received lot number was added. Events "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, blood or heart disorder/condition type: high blood pressure,pelvic pain, perforation (fallopian tube(s)), vision/eye problems type: need to wear glasses now, weight gain, hair loss, back pain, hip pain, headache, one of the essure coils had to be redone" were added. Outcome of events "hip pain, pelvic pain and headache" were updated as recovered , weight gain, hair loss, blood pressure were updated as recovering and back pain was updated as not recovered. Concomitant drug, medical history and reporter information were added. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.